Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. The proximal neck was 20-19 mm in diameter and 22 mm in length. The left common iliac artery was 13-12-14 mm in diameter and the right common iliac artery was 13-14 mm in diameter. The right femoral artery measured 12 mm in diameter and the left femoral artery measured 10 mm in diameter. There was moderate right and left iliac tortuosity. The left iliac had 40 percent stenosis. It was reported that an ultrasound revealed that a distal type I endoleak was observed from the right limb. The investigator assessed the event as not related to the procedure but device related. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored. Relevant medical history: hypertension, cardiac disease, mi, vascular disease, gi complications.